Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was not completing the air removal step. Tandem technical support educated the customer that the tandem pump user guide instructs the user to remove any residual air from the cartridge. Customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose level was not adversely impacted.